Event description:
As reported through the partner I clinical study, approximately four months post transcatheter aortic valve replacement (tavr) procedure, the patient experienced left sided weakness and was diagnosed with a stroke. A head CT confirmed an acute infarct to the frontal lobe. Eeg showed excessive slowing. The left upper extremity was found to have a thrombosis of the basilic vein. Per CT findings, given the clinical history of this patient, cerebritis is another consideration. An underlying mass was also possible but felt less likely given the normal head CT on (B)(6) 2011. There was also a possibility of trace intracranial hemorrhage and a follow-up MRI was recommended for further evaluation of the findings, however, this patient expired eight days later. The causes of death were reported as: respiratory failure, right frontal cva, sepsis, possible mv endocarditis, and end stage renal disease, s/p renal transplant. Per medical records received for this patient, the stroke occurred during hospitalization for possible sepsis, anemia, rectal bleed, work up for sepsis and pneumonia unrelated to the valve; the patient was admitted on (B)(6) 2011. On (B)(6) 2011, a transesophageal echocardiogram (tee) was done and revealed: aortic valve with moderate pvl, which seemed to be stable compared to before. There was very mild aortic insufficiency present. There was no obvious vegetation seen. The mitral valve was thickened with calcification; a small vegetation in the mitral valve leaflets was noted, possible micro abscesses around the mitral valve and mild mr. Also noted on tee; mild tricuspid regurgitation, no significant pericardial effusion, and a moderate atheroma in the aorta. Consultation notes also indicate that on (B)(6) 2012, the patient had a decrease in mental status; the patient may have aspirated due to the decrease in mental status and was placed on a ventilator. At this point, he was undergoing dialysis three times per week. While on the ventilator, he had left-sided weakness and neglect that was later confirmed as a stroke. During evaluation for the stroke, a small pulmonary embolus was found in his right lung. The family decided that the patient be extubated and placed on comfort measures. Following extubation, the patient kept his saturation up and did well for a day or two and subsequently expired on the morning of (B)(6) 2011.

Manufacturer narrative:
This patient underwent successful implantation of a 26mm edwards sapien transcatheter heart valve as part of the partner I clinical study. A device history record (DHR) review for the sapien valve was performed and all manufacturer's specifications were met prior to release for distribution. Per the IFU, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to a stroke. Major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case, although the exact cause for the reported event cannot be confirmed, the patient's co-morbidities could have contributed to the event. There is no evidence the stroke was related to the valve. As previously noted, medical records indicate that three days prior to the stroke, there was moderate perivalvular leak, which seemed to be stable and very mild aortic insufficiency. There was no evidence of thrombus on the valve. No further actions are possible at this time.